Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly, rewind anomaly, damage (physical or cosmetic), back light anomaly, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Backlight anomaly customer reported a backlight anomaly on the pump lcd screen. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the rewind test, prime/seating test, sleep current measurement, active current measurement test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. No anomalies noted during testing of unit. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no relevant alarms to complaint codes were recorded on event date. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no anomalies noted during visual inspection. However, moisture damage was found on electronic assembly. Unit was also received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, cracked case on battery side and cracked keypad overlay at select button. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected alarms noted. Unit functioned properly. However, moisture damage was found on electronic assembly during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.